Manufacturer narrative:
Insulin pump unable to prime during the prime test due to protruded and loosed drive support disk. No motor error alarm. Motor passed motor test. Minor scratches on lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. Unable to performed the excessive no delivery alarm due to prime anomaly.

Event description:
Customer reported that the insulin pump alarmed motor error during insulin bolus delivery. Customer stated she does not use the sensor feature and is able to rewind the insulin pump. Customer also reported she received a no delivery alarm during bolus delivery. During troubleshoot; customer stated that the insulin did exit the tubing during manual prime and the insulin pump did not alarm no delivery. Blood glucose level is 333 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.